Event description:
This report is based on information supplied by a philips remote service engineer (rse) and has been reviewed by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, indicating that the battery is not working. The device use is unknown at the time of the event, however, there was reportedly no patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
We are unable to confirm the final disposition of the device as the customer did not respond to requests for additional information. Consequently, we have concluded that no further action is required at this time. If we receive additional information, the complaint file will be reopened. H3 other text : multiple attempts to request information regarding the resolution of the reported problem yielded no response, and no information was made available.

Event description:
It was reported to philips that battery needs replacement during preventive maintenance. Additional information has been under request. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.